Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device had no regrasp alert but end tone was heard and there was evidence of any energy delivery. The doctor was performing a vertical gastrectomy (gastric sleeve) and noticed that there was over 500 cc of unidentified venous bleeding 24 hours after the procedure. The surgeon performed exploratory laparoscopy to find the cause and to cauterize the bleeding. The patient took tranexamic acid after the incident. Patient extended two more days on hospitalization and required blood transfusion. Patient was obese. And current condition was stable and safe.